Event description:
Additional information was received from the patient stating that they put new batteries in the device, and it was working so far. The patient had been sitting on a toilet when it jumped two times to a very high number, which made the patient jump. It was also noted that the shocking and jolting sensation seemed to have resolved after the batteries were replaced (in the patient programmer). A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740. Serial# (B)(4), product type programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported they used the patient programmer (pp) to sync with the implantable neurostimulator (ins) and the charge your ins screen was seen, and the ins was depleted. The last recharging session was five to six days prior. The patient stated she would recharge today. It was further reported the patient was changing to a different group and program when stimulation increased from her normal 2.3 to 5.7 and the patient experienced a jolting sensation, which happened twice in the same day. The patient hung up before further questions could be asked to determine if this was after she changed groups or programs. The change in stimulation was not reported to be related to positional movement, there were no traumas or falls reported related to this issue, and there were no recent medical tests or emi exposures. It was noted the patient just saw their healthcare provider (hcp) who told them to wait in the lobby to see a manufacturer's representative (rep) but the patient was going to leave to charge the ins and not see the rep. Relevant medical history includes non-malignant pain and radicular pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.